Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced several inappropriate shocks due to t-wave oversensing (twos). The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced with a new device that included twos algorithm. The right ventricular (rv) lead was explanted and replaced. The new implant was placed from the opposite side. No further patient complications have been reported as a result of this event.